Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and the contact was unable to provide a meter bg reading at the time of the event. Due to the cgm blood glucose (bg) reading level the customer consumed carbohydrates and "dextrose tablets." A second cgm bg reading was a level that was displayed as ¿low¿; however, a specific value was not provided, and meter bg reading was 353 mg/dl. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.